Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A partial delivery system was returned for analysis. A break was noted in the hypotube with the manifold/hub not returned. Multiple hypotube kinks were noted along the length of the hypotube shaft. No issues were noted with the shaft polymer extrusion. The manifold/hub was not returned for product analysis. A detailed microscopic examination of the balloon material identified no issues. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on the device analysis completed on 13jan2026. It was reported that the device was unable to cross the lesion. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon could not cross the lesion due to severe calcification and angulation. The device was completed with the use of a different device. There were no patient complications. However, the device analysis revealed that the hypotube detachment occurred.